Manufacturer narrative:
Patient code of 3191 used to capture the additional intervention that was undertaken. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a procedure was undertaken to move this pacemaker from the pectoral region to the abdominal region to allow for radiation treatment to the neck. Testing of the leads on a pacing system analyzer (psa) prior to the procedure noted stable measurements. Upon connection of the right atrial (ra) lead to the device header after relocation, high out of range pacing impedance measurements greater than 2,000 ohms was observed. The physician suspected a device header issue. This device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a procedure was undertaken to move this pacemaker from the pectoral region to the abdominal region to allow for radiation treatment to the neck. Testing of the leads on a pacing system analyzer (psa) prior to the procedure noted stable measurements. Upon connection of the right atrial (ra) lead to the device header after relocation, high out of range pacing impedance measurements greater than 2,000 ohms was observed. The physician suspected a device header issue. This device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.